Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported break was unable to be confirmed as no breaks wee noted on the guide wire. The difficulty to remove was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per the instructions for use, hi-torque guide wires, insheet style ce/FDA states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, use error of using the steelcore gw within the pulmonary artery does not appear to have caused or contributed to the reported complaint. The investigation determined the reported difficulty to remove and tip break appear to be related to operational circumstances of the procedure. It is likely that the anatomical condition and/or other devices used caused the noted bend on the tip resulting in the difficulty to remove the guide wire from the cardio mems sensor device. Manipulation against resistance likely caused the coils to stretch and the appearance of the tip break. Additionally, the treatment appears to be related to the operational context of the procedure as the swan-ganz catheter was able to dislodge the sensor from the guide wire using the balloon. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to implant a cardiomems sensor device in the pulmonary artery (pa) using a steelcore 18 guide wire. During retraction of the cardiomems delivery system the sensor became stuck to the steelcore 18 guide wire and the guide wire appeared to have a break in the coils. The guide wire and sensor were pulled back (whip) and advanced to the target vessel. Due to the high internal pressure of the pa and large right atrium, the force was in reverse and difficult to advance the balloon of the swan-ganz catheter to the left pa to bump the sensor off of the guide wire. Several attempts were made before successfully advancing to the left pa; however, the swan-ganz catheter was able to dislodge the sensor from the guide wire using the balloon. The sticking between the cardiomems sensor and the steelcore 18 guide wire occurred for approximately 15 minutes. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.